Event description:
Safety balloon inflates when syringe is depressed. Surgeon felt safety balloon was inflating too easily. Surgeon complained that shunt repeatedly "popped" out of internal carotid artery causing excess bleeding.